Event description:
The customer stated that she woke up one morning and did not feel well. The customer's daughter tested her blood glucose using her contour meter and received a reading of 22 mg/dl. Paramedics were called and they had the customer drink some juice before taking her to the hospital. The customer did not know what glucose reading paramedics received using their meter. The customer stated that she was treated with insulin at the hospital, but most likely it was glucose. The customer was unable to provide any more info about the event. The customer's meter was to be returned for evaluation. A new contour kit was sent to the customer.